Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient fell on (B)(6) 2020 and since then their stimulation turns to 0 unexpectedly. Patient said that this first happened when they sat in a car and since this happened if they changed positions or moved to their right side their stimulation turned to 0. Patient said that they have to move and wait up to a minute for their stimulation to turn back on. Patient saw a healthcare provider (hcp) who scheduled an x-ray for the patient.